Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed good condition with no appearance of any physical damaged. Force sensor test error was found at power up and unable to calibrate the force sensor. Keypad and barrel clamp guide damaged. Main board does not operate as intended. The root cause of the reported issue could not be determined. No physical or any other damaged was found on main board. Actions taken to mitigate the reported issue: replaced main board. Performed power up process and all functional testing which passed.

Event description:
It was reported that force sensor error event occurred. No patient injury reported.